Event description:
Procedure type: esophagogastric anastomosis. According to the reporter: the surgeon fired after the orvil joined with dsteea, finding the staples were not shaped. He had to open the chest to perform the surgery.

Manufacturer narrative:
(B)(4).